Manufacturer narrative:
Sensor kit expiration date is 31-dec-22. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, shaking ¿very fuzzy-heady¿, blurry vision, felt ¿wiped out¿ and sickness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) and was seen at a hospital where a lab result reading was obtained, and the customer received hcp treatment of orange juice, bananas. There was no report of death or permanent impairment associated with this event.